Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Customer reported an over infusion of insulin. Date of event not reported. Patient on an insulin infusion running at 7 units per hour or 7 ml per hour. A new 100ml bag was hung at 0700 at the same rate. At 1030, the nurse reported patient had received a bolus of insulin of 40 mg. No patient harm, no medical intervention. Blood sugars were monitored routinely. Reported blood sugar did not change. Device received but has not yet been investigated a follow up report will be submitted when the investigation is completed.